Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
In this case the customer reported that when the couch is lowered via the multifunction footswitch (mffs), the couch continues to move several centimeters after the pedal has been released. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse evaluated and determined that the mffs cover was interfering with the foot pedal and adjusted the multifunction footswitch cover to resolve the issue.

Manufacturer narrative:
(B)(4). On 21-may-2015, the customer at (B)(6) hospital in (B)(6), reported that when the couch is lowered via the multifunction footswitch (mffs) on their brilliance ict system, the couch continued to move several centimeters and stopped on its own after the pedal had been released. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. It was confirmed that the patient procedure was not affected by this issue and the procedure was completed successfully without interruption. The fse determined that the foot pedal was not completely stuck but rather its returning response after releasing foot from the pedal was slightly bad at times. The fse disassembled and adjusted the footswitch assembly, as well as, proactively replaced the table brake which resolved the issue at this customer site. It was communicated that the part that was replaced was scrapped and not available for engineering evaluation. There were no bug report or log files collected as a result of this event. The overall risk is based on CT engineering's investigation and according to the risk assessment this reported event was determined to be acceptable. The following mitigations apply: two, redundant monitors are monitoring the motion. Emergency stop control. Motion control switch fault (stuck on) test instructions in instruction for use to observe patient during all movements. Motion control software verifies that motion commands are executed otherwise a fault condition is assumed and stops motion design ensures that there is accurate commanded motion during a scan and this is redundantly measured using independent position sensors. The fse disassembled and adjusted the footswitch assembly, as well as, proactively replaced the table brake which resolved the issue at this customer site. Cause of the issue could not be determined due to the lack of log files and parts being available for engineering evaluation. Based upon the information available, the probable cause of this event was due to a potential misalignment of the mffs cover and pedal.